Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the retainer ring was cracked. Customer stated that the keypad buttons was unresponsive and reservoir was able to lock in place. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. S/w version 2.10h. Retainer ring =.clear . Pump type = ngp. Customer returned pump for an alleged unresponsive keypad and cosmetic damage on the back of the pump and retainer ring found on 16-aug-2022. The pump passed the displacement test and self test. All buttons function properly. Retainer ring damage was noted. Pump was cut open to perform visual inspection and found moisture damage on pcba 1. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thump. No stuck key alarms noted during testing or found in the history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window/cover, battery tube threads - cracked, cracked case (battery tube), serial number label missing and cracked retainer. Unresponsive keypad was not confirmed, however, cracked case (battery tube) and cracked retainer was confirmed. Moisture damage on pcba 1 was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.